Event description:
Related manufacturer reference number: 2017865-2019-10813. It was reported that the patient has deceased/ expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiogenic shock. Additional information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.